Manufacturer narrative:
Dräger was contacting the user facility to obtain further information. The feedback given thereupon included the information that the device posted a specific failure code during the event. This code indicates an issue with a flash eprom that stores configuration data. Remediation can be started with reprogramming data on the flash eprom. If this does rectify the issue, a new controller board shall be installed to the device. It was further told to dräger that the device could be released for further use after exchange of the controller board which was provided by a third-party service company. A reboot is the specified device response to overcome error conditions in the execution of software processing. During a reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. Finally, it can be concluded that the device responded as designed upon a specific error condition and that the repair measure was appropriate to put back the device into fully operable condition.

Event description:
It was reported that the device posted an alarm during use and performed a reboot. Reportedly, ventilation was continued afterwards but the users decided to replace the device in a controlled maneuver; no patient consequences have occurred.